Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-2324bcc bio-composite swivelock anchor would not advance forward and ended up cracking the green shaft. Surgeon used a new ar-2324bcc bio-composite swivelock to complete the case. This was discovered during an acl with internal brace procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.